Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history

Event description:
It was reported the patient is unable to establish communication between the ipg and external devices. The patient failed to recharge the device as recommended. The patient is without stimulation and the ipg is inoperable. Subsequently, the patient desires to undergo surgical intervention to address the issue. .